Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were replaced. The system boards were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the event.